Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received repeated meal announcement alerts that prematurely stopped meal dosing after approximately 5 percent delivery, consistent with an insulin delivery motor stall alert, despite multiple restarts and subsequent device replacement, after which the original device resumed function following a battery drain and factory reset. Symptoms included no reported changes in blood glucose. Outcomes included temporary transition to backup therapy and continued cgm use. Investigation included a review of device performance, software behavior, and user troubleshooting steps. Investigation of the returned device revealed a consecutive stalled motor alarm condition associated with the insulin delivery mechanism that resolved after a device reset, with no evidence of adverse clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent device malfunction with an inconclusive root cause pending physical evaluation.